Event description:
It was reported the asymptomatic patient presented in clinic for an unrelated procedure. Upon attempting to loosen the set screw of the patient's implantable cardioverter defibrillator (ICD), it was observed the wrench would not fit the screw. The physician also expressed concern about the silicone port removing too easily. The ICD was explanted and replaced in the same procedure without issue. The patient was stable throughout.

Manufacturer narrative:
Upon receipt, analysis confirmed device was at normal end of life (eol). Analysis was completed. The right ventricular set screws were stuck within the right ventricular septa, which is consistent with dislodged set screws from over loosening the set screws. The septum material was also found within the hex cavity, which would prevent insertion of the torque driver. The hex cavity was stripped. No other anomalies were found.